Manufacturer narrative:
A steris service technician spoke with the user facility and identified that when transporting the table, the leg of the table would get caught on the uneven floor causing the table to abruptly stop. A steris service technician inspected the table and found that the floor locks were loose. The table is not under steris service contract and is serviced and maintained by the user facility. The user facility's biomedical technician adjusted the floor locks and returned the table to service. No additional issues have been reported. The operating manual states on page 5-1 "caution - possible equipment damage: when moving the table to or from point of use, roll it carefully at moderate speed and only over smooth floors." The maintenance manual states "check floor-lock mechanism for proper operation one time per year."

Event description:
The user facility reported that an employee experienced an injury when transporting the table to a different location. The user facility declined to provide additional details regarding the nature of the injury.